Event description:
Attorney's report of pt's alleged abdominal pain, small bowel construction, the mesh intertwined with the bowel, adhesions and explant surgery due to failed mesh. The pt underwent explant surgery in 2005, during which the physician spent over two hours removing the mesh from the bowel. Portions of the bowel were removed. The pt was hospitalized for eight days.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We will submit a follow up report when/if product is returned for evaluation or add'l information becomes available.